Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 1, 395mm offset at the tips. The grips were found to have cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the 8mm force bipolar instrument was crooked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue was related to a dislodged/misaligned jaw or grip tip sticking out.

Manufacturer narrative:
Corrections made to the following fields: h8 and annex a.

Event description:
Refer to h11 for follow-up information.